Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer slipped on ice and fell on the pump and the touch screen became shattered. Additionally, the pump touch screen became unresponsive and customer was unable to see the touch screen due to the damage. Customer's blood glucose was 125 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.